Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2025, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors broke. This occurred during use, at the moment of repairing, the device broke, and when trying again with another of the same type, the same thing happened again. There was no additional information provided, and additional information has been requested.